Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 164 mg/dl and the sensor glucose was 304 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 40 mg/dl. The customer stated that the pump kept going off and into suspend and the blood glucose was higher. The customer was advised if sensor glucose and blood glucose issues recur with this sensor to call for further assistance. The customer was advised to remove sensor if still having issues. The sensor will not be returned for analysis